Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.3cm. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. X-ray and visual inspection of the lead found no anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a implant procedure. During the procedure, the left ventricular lead was not pacing after being implanted. The lead was removed and replaced. The patient was in stable condition.